Event description:
It was reported that the clinician expressed a concern about not being able to get diagnostic data for the device. The counters were showing 0% pacing. The device was explanted and replaced due to elective replacement indicator. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery - battery depletion-normal.